Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer had chest pains and was vomiting. The cause of the event was not determined by the md. It was indicated that the nurse called and needed assistance with turning the pump off. The contact stated that the customer was on an insulin drip. In addition, the nurse was advised to have the customer call back to do further troubleshooting. No further details.